Manufacturer narrative:
The customer's provided calibration results on (B)(6) 2022 were not acceptable due to calibration alarms. The calibration results prior to the event were requested but not provided. The customer's qc results were within the acceptable ranges. There was no indication of a performance issue with the reagent. The customer's sample pre-analytical details were requested but not provided. The investigation did not find any abnormalities in the customer's system alarm trace. The field service engineer found an issue with the reference electrode. He replaced all of the ise electrodes. After service, no further issues were reported by the customer. The date of installation for the reference electrode was requested but not provided. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for seven patients tested on a cobas c 111 analyzer with ise. The reporter stated the field service engineer previously serviced the c 111 analyzer. Due to high na results, the reporter completed a correlation study with patient samples. Prior to patient testing, the reporter confirmed the qc was acceptable on the c 111 analyzer. The samples were initially tested on the reporters c 111 analyzer and then the samples were sent to two different laboratories for testing on a cobas 6000 c (501) module and a c 111 analyzer. The customer was unsure which na result was reported outside the laboratory for each patient but determined the results at the other facilities were correct. (B)(6). The na electrode lot number was 21514366 and the expiration date was requested but not provided.